Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patients with unilateral abg ii non-modular femoral stems had testing results reporting pain, type I pseudotumors, patients with fatty atrophy of piriformis, patients with fatty atrophy of gluteal muscles, patients with fatty atrophy of iliopsoas, and patients with trochanteric bursitis. Serum levels for cobalt and chromium were reported as elevated.